Event description:
It was reported that the device failed to run the correct speed. A rotapro console was selected for use. During the procedure, it was noted that the device failed to run the correct rotation speed. No patient complications were reported.